Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired. The physician became aware of the patient death when he contacted the patient to schedule 6 month follow up. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.